Event description:
It was reported that, "after placing the anchor-c in the disc space, he tried to insert the 3.5 x 10 self tapping screw. The screw would not lock so he went to the 3.5 x 10 self drilling screw. With the very same results he went to the rescue screws. The first one the ring popped off. Attempted one more screw and still wouldn't lock into the cage. Aborted and put in an aviator plate."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.